Event description:
The device has been discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: yellow particle observed on the device it is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Facility name: (B)(6). Health effect impact code: f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown adverse event. "Bilateral radiologic features of a rupture of both inserts inside their capsule". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Corrected data: g.3. Aware date of sup mw 1 should have been listed as 08mar2023.

Event description:
Healthcare professional reported an unknown adverse event. "Bilateral radiologic features of a rupture of both inserts inside their capsule". The device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported an unknown adverse event. "Bilateral radiologic features of a rupture of both inserts inside their capsule". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of insufficent information was reviewed on 11-feb-23.. No observations are performed for the complaint as the event is insufficient information. Additional observations: -observed rupture on the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.